Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that open reduction internal fixation (orif) was applied to femur supracondylar fracture on (B)(6) 2018. During the surgery, 3 cables were used around the proximal stem. The surgeon tried to apply tension to those cables using a cable tensioner. He succeeded on 2 cables, however, tension could not be applied to the third. He then tried to apply tension to another, new cable using the same cable tensioner. However, tension could not be applied to it either. The surgeon then tried to apply tension to the third cable manually, however, the cable could not be tightened firmly. The surgeon completed the procedure with the stem being held properly by the first 2 cables. The surgery was completed successfully within a 30-minute delay. The patient is currently in the hospital. There was no adverse consequence to the patient. This report is for a cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cable was left in the patients body.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: visual inspection performed on the returned device at customer quality showed no visual defects. However, visual inspection performed at supplier site showed worn condition on the internal spring. Furthermore, functional inspection performed at supplier site showed that the collet did not tighten/hold the cable when tested with the returned cable that had no visual and dimensional defects. Relevant drawings for the device were reviewed and no design issues were noted. Review of design history records showed that the purchased finished goods travelers met all inspection acceptance criteria. The lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. No root cause could be determined with the provided information. However, consistent usage of device for over 6 years with any unintended forces during usage could have contributed to worn condition. The observed worn condition could have contributed to complaint condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.